Manufacturer narrative:
The user-reported issue was not confirmed. The device was found to have a flow rate accuracy of -4.15%, which was within the +/-5% specification. It was found to have a battery outside of warranty which was not related to the reported issue. The device was tested to meet all specifications on 07/13/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00126).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump was overinfusing. "I have 3 more pumps that are infusing too fast. Two of them infused 60 ml in 5 min at a rate of 200. (B)(4) (sn)". No patient injury or harm occurred for this case.